Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:32:54. During night drain cycle five, the patient's ultrafiltration reading was 1684ml, indicating the home patient (hp) drained 1684ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Visual inspection, functional testing, electrical safety testing, calibration and simulated therapy were performed. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.